Event description:
Boston scientific crm received information that, during a follow-up procedure, it was noted this lead had impedance measurements greater than 2500 ohms. Loss of capture was also observed at maximum device output. A lead fracture was suspected. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was scheduled. No further information is available. If additional information becomes available, this event will be updated and resubmitted. Further information was received that a lead revision had been performed and that the pacemaker had been replaced. The products are not expected to be returned for analysis. An updated report will be submitted if additional information becomes available.